Manufacturer narrative:
(B)(4) implant date: implanted on an unknown date in (B)(6) of 2015. Concomitant product(s): unknown head, unknown stem, unknown cup. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to it being discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip revision surgery approximately two years post implantation due to liner dislodging from the acetabular component.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Photographs of the explants show broken liner and ring might be during surgeon explanting the components, and the product was not returned, so no further evaluations could be performed for the reported event. X-ray review was unable to confirm the reported event but did note an age-indeterminate, minimally displaced fracture involving the right inferior pubic ramus. This information does not change root cause and remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.